Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle experienced a needle that pulled out of the hub, and leakage. The following information was provided by the initial reporter: a nurse was giving a prevnar injection to an infant. When she went to remove the prevnar injection the needle and only the needle was left in the patient¿s leg. She was able to remove needle still in leg. The hub of the needle was still on the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle experienced a needle that pulled out of the hub, and leakage. The following information was provided by the initial reporter: a nurse was giving a prevnar injection to an infant. When she went to remove the prevnar injection the needle and only the needle was left in the patient¿s leg. She was able to remove needle still in leg. The hub of the needle was still on the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-june-2022. H.6. Investigation: seven samples in sealed blister packaging were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was tested for needle pull force and the result obtained is within specification. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. A device history record review was completed for provided lot number 1288960. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.